Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented via remote transmission, false pause episodes due to loss of contact was observed. The patient will continue to be monitored.

Event description:
New information received notes that the patient presented in-clinic for a software upgrade. The device was upgraded with no issues. The patient is in stable condition.